Manufacturer narrative:
Initial MDR was submitted in error. Alleged issue did not cause or contribute to serious injury. This event does not meet MDR requirements as defined by 21 cfr 803.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump delivered a bolus when the customer's blood glucose (bg) level was 82 mg/dl. Review of the pump history logs by tandem technical support could not verify any issues with the pump. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.